Event description:
It was reported that during a breast biopsy on (B)(6) 2026 with an eviva system that the "introducer retracts as the needle is being removed from the breast. This becomes a problem for marker placement". They reported "we did have to switch the device and retarget and resample, but the radiologist wanted to leave a clip at the site of the first sampling and when she removed the biopsy device the transducer was removed as well not allowing to happen. A second needle was opened and did not sit well on the adapter so a third needle, a petite needle was opened and this is how the biopsy was successfully completed". The procedure was successfully completed with a different eviva device than initially used. Injury MDR is being submitted due to the report that resampling was required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.